Event description:
It was reported that on two occasions post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous proximal left anterior descending (lad) artery. The physician predilated wih a 2.0x15 mm maverick balloon, inflated to 12 atms for 20 seconds. The 2.75 x 20 mm taxus liberte drug eluting stent was placed, inflating the stent balloon to 13 atms for 10 seconds. The stent was not post dilated. The stent was well apposed. The patient received aspirin pre procedure, aspirin and heparin during the procedure, and plavix post procedure. Patient status was "normal". One hour post the original procedure the patient presented with acute coronary syndrome with st elevation. The pt was brought back to the ccl where a thrombosis was found within the stent. The thrombosis was treated with a 3.0x20 mm maverick2 balloon, inflated twice to 8 atms. Six days post the origial procedure the patient presented with acute coronary syndrome with st elevation. The patient was brough back to the ccl where a thrombosis was found within the stent. The thrombosis was treated with a 3.0x20 mm sprinter balloon. Angioplasty was performed on the ostial circumflex (cx). The lesion was predilated with 2.5x20 mm sprinter balloon and a 3.5x8 mm cypher select stent was placed. The final result was good. No additional patient complications were reported.

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determine. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis ould be performed. There are no similar complaints of this nature related to this batch number. The manufacturing records for top assembly batch 8205293 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material assembly, and performance specifications.